Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 1.3, lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference: 2.1, mean: 1.70, confidence limits: 1.2-2.3. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Per general description, nurse may have applied multiple drops of blood and may have milked the finger. Double dropping and milking the finger may have contributed to inaccurate inr results as indicated on technical bulletin 107. As of 01/07/2010, twenty-five discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established.